Manufacturer narrative:
An event regarding abnormal ion level and wear involving a lfit v40 cocr head that was mated with an accolade stem was reported. The event was confirmed based on the evaluation of the returned device. Method & results: device evaluation and results: wear consistent with in-service use was observed on the taper of the head. Debris was observed on the taper. Elemental analysis showed the debris was consistent with corrosion product, base material, biological material, and material transfer. Damage consistent with contact against a hard object was observed on the articulating surface of the head. Debris was observed on the articulating surface. Elemental analysis showed the articulating surface debris was consistent with biological material and the base material. The base material of the head is consistent with the astm f1537 alloy. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. Clinician review: no medical records were received for review with a clinical consultant. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: the subject device has been identified to be within scope of nc and CAPA. Lot specific voluntary recall pfa was initiated for the lfit v40 cocr heads within scope of nc and CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analyses identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. No further investigation is required.

Event description:
The customer reported an issue with an lfit head. Patient developed pain in left thr elevated cobalt trunnionosis revision surgery required 9 years after index surgery.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired.

Event description:
The customer reported an issue with an lfit head. Update: patient developed pain in left thr. Elevated cobalt. Trunnionosis. Revision surgery required 9 years after index surgery.